Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this recently implanted pacemaker underwent a pocket revision procedure due to a hematoma. As a result, a pocket pouch was placed. Other than the procedure, no additional adverse patient effects were reported. This pacemaker remains in service.